Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the hospital. Out of range low, hv lead impedance was observed. Possible circuit damage and lead damage were suspected. The patient was referred to a different hospital.